Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was admitted to the hospital for gi bleeding with severe anemia and black fecal material in his ileostomy. The patient was treated with multiple blood transfusions. In addition, the patient experienced low flow alarms that were resolved by with normal saline, transfusions and a norepinephrine infusion. Several days later, the patient aspirated and went into acute respiratory failure. Per the wife's request, the patient was extubated and expired several hours later after becoming hypoxic. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The most probable root cause of the reported event cannot be conclusively determined; however, there are patient, procedural and pharmacological factors that may have contributed to this event. Death, gi bleeding, and respiratory dysfunction are known potential clinical adverse events associated with vads as outlined in the IFU. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU):adverse events that may be associated with the use of ventricular assist devices, other than death, gastro-intestinal bleeding and respiratory dysfunction. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. No code available for gastro-intestinal bleeding.

Event description:
It was reported from the united states that this (B)(6) male patient was admitted to a local hospital for gastrointestinal (gi) bleeding with an international normalized ratio (inr) of 1.6. The patient developed severe anemia and black fecal material in his ileostomy requiring treatment with multiple blood transfusions (packed red blood cells (prbcs) and fresh frozen plasma). An esophagogastroduodenoscopy (egd), enteroscopy and ileoscopy were performed and revealed no active bleeding. An abdominal/pelvic computerized tomography (CT) scan was performed for distension and was negative for retroperitoneal bleeding; however, it revealed severe ascites. A kidney-ureter-bladder x-ray revealed no evidence of any intra-peritoneal air. The patient also experienced some left ventricular assist device (lvad) low flow alarms at night that resolved with normal saline, transfusions and a norepinephrine infusion. Six days after his admission, the patient aspirated and went into acute respiratory failure. He was intubated, mechanically ventilated, sedated, and started on a dopamine infusion and antibiotics. The patient was extubated on (B)(6) 2013 per his wife's request and hours later expired after becoming hypoxic and the pump was turned off. The patient's cause of death was not reported. The event was reported to be unrelated to the device and related to the patient's condition by the study investigator. The device was not returned to the manufacturer for evaluation.